Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the pump got wet prior to the alarm occurring. The customer reverted to an alternate method of insulin therapy.